Manufacturer narrative:
Patient¿s weight is unknown. Device has not been reported as explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter facility address, phone number and email address not provided for reporting. (B)(4). Provided x-ray image was reviewed and there was no device malfunction identified in the provided image. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a patient was implanted with 4.0mm titanium vectra cervical screws (x 4), one titanium vectra plate (1 level 16mm), and one synthes synmesh cage on (B)(6) 2017. One month postoperatively, there was a fixation failure noted in a postoperative fluoroscopy image. The patient was also reported to have mild dysphonia. Due to the patient exhibiting few symptoms and cervical stability (clotting was partial) the patient has been under observation and the device continues to be implanted. There has been an improvement of the dysphagia but it (the conduct) still remains to this day. This report is for one (1) ti vectra(tm) plate 1 level/16mm. This is report 2 of 6 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. DHR review was completed. Part: 04.613.016, lot: 9625122, manufacturing site: mezzovico, release to warehouse date: 01. Sep. 2015. The device history record shows this lot of 8 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacturing process review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.